Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ndb600 drainage catheter accessory allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.